Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.the 99% stenosed target lesion was located in the calcified and moderately tortuous shunt v. The 4f 5.0 x 20/40 sterling otw balloon was selected for the procedure and ruptured at 8atms upon the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)